Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the insulation of the ECG cable was broken. It was noted that the cable insulation had broken open showing internal cables. All continuity tests were ok on bench testing. No intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation of the electrocardiogram (ECG) cable was broken. There was no patient involvement.